Event description:
The customer reported a very vague/difficult to understand symptom (faucet problem). No add'l info has been provided at this time. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4): the customer reported a very vague/difficult to understand symptom (faucet problem). No add'l info has been provided at this time. No adverse pt impact was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.